Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. As received, the monitor case was damaged. Upon investigation the monitor failed incoming functionality testing and displayed a service code 102. The cause for the failure was isolated to a damaged c19 capacitor on the defibrillator pca. The root cause for the damaged c19 capacitor was isolated to the damaged monitor case. The impact to the case damaged the pca and caused the capacitor to break loose from the board. The cause for the damaged case was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.